Event description:
It was reported that the customer's pump screen was dark and would not turn on despite various troubleshooting attempts. There was no adverse impact to the customer's blood glucose level. The customer was instructed on using multiple daily injections (mdi) as a backup therapy and was informed about receiving a replacement pump along with training resources. The customer understood and acknowledged the instructions for returning the malfunctioning pump to tandem.